Event description:
It was initially reported that the pt passed away, cause of death unk. The pt was found unresponsive in a care facility. The generator and lead were explanted and returned to the MFR for eval. Product analysis is planned but has not been completed. Good faith attempts for more info have been unsuccessful to date.